Manufacturer narrative:
The system was examined and the reported event was not replicated. The system was set for a 23 gauge vitrectomy cutter gauge while the customer tried to use a 20 gauge vitrectomy cutter. The company representative showed the customer where and how to change the vitrectomy cutter gauge settings on the system. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on december 2, 2009. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to customer mis-use of product by not selecting the correct vitrectomy cutter gauge setting on the system for the vitrectomy cutter gauge used. (B)(4).

Manufacturer narrative:
(B)(4). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported that a system presented with no vitrectomy. During surgery. The patient experienced a dropped nucleus into the vitreous. The incision was closed and the surgery was aborted. The patient required a second surgery for a trans plana vitrectomy and trans pars plana lensectomy of the left eye. The patient experienced a medical complication post - operatively requiring hospitalization. Additional information has been requested but none has been received.